Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Further information received indicates that there were no infection, all cultures were negative. The patient was re-implanted with a new system a few days later.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
New information received indicated that the patient also had an infection.

Event description:
It was reported that the device was explanted due to erosion.